Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely depressed sodium of 115.86 mmol/l on sample ID (B)(6) processed on the architect c8000 analyzer. Initially, the sample generated sodium of 143.04 mmol/l on another analyzer. The sample was used for additional assay testing and a second sodium of 115.86 mmol/l was generated. The account uses a normal sodium range of 135 to 145 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Multiple parts were cleaned, checked, bleached, and replaced which include the fitting, ict pinch valve tubing by the field service representative (fsr) on the architect c8000. The complaint text indicates the part appeared to be blocked with buildup and considered the likely cause. The abbott representative reviewed the instrument logs. An analysis of the result and pressure monitoring logs showed the discrepant result issue could be related to sample integrity/handling. The architect c803702 service history review did not identify contributing factors on or around the date of the complaint. A 12 month search for similar complaints did not identify an adverse trend for the fitting, ict pinch valve tubing and no trigger associated with the architect c8000 erratic result rate. No trends were identified for the architect c8000. The abbott labeling including the architect system operations manual and the architect c8000 system and support manual provide adequate labeling regarding component replacement and troubleshooting of the described issue. Use error may have contributed to the issue as the fsr indicated a possible issue with sample integrity/handling. Taken together, a systemic issue and/or product deficiency was not identified.